Manufacturer narrative:
The customer¿s meter and test strips were requested for investigation. The meter was returned, but the test strips were not returned. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43, 43, 43 mg/dl, level 2 ¿ 290, 287, 288 mg/dl. All returned results are within acceptable range. The customer mentioned meter contamination; this could cause a result discrepancy.

Manufacturer narrative:
The statement, "the meter was returned, but the test strips were not returned." Provided previously was not correct. It has been clarified that the test strips were returned and used for investigation, but not the meter.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer received questionable low glucose results from accu-chek inform ii meter serial number (B)(4) for 1 patient who was being prepared for cataract surgery. At 7:00 am the meter result was 66 mg/dl. The patient was administered a small dosage of d-50 following the initial result. The specific dosage amount was requested but was not provided. At 7:58 am the meter result was 49 mg/dl. A nurse did not believe this result was accurate since it was following the administration of the d-50. At 8:00 a.m. The meter result was 19 mg/dl. The result was flagged with an "out of critical range" alarm flag. The nurse also did not believe this result to be accurate. The customer stated that another accu-chek inform ii meter, serial number not provided, was immediately obtained. The glucose result from the other meter was 67 mg/dl. This reading was believed to be accurate. No treatment was provided based on the questionable low results that were obtained following the d-50 administration. The patient had the cataract surgery as planned and was discharged from the hospital on the same day. There was no allegation of an adverse event. The customer did note an ongoing error message that they had been obtaining. The error message is one that is mainly caused by either a contamination of the strip port or dosing the strip prior to being prompted to do so. The customer did not see any contamination in the strip port. The customer reported some contamination of the laser aperture window and said it looked crystallized by bleach cleaner. It was not known if the same vial of strips were used for all the results obtained. The same lot of strips were used throughout. Acceptable control results were obtained on meter (B)(4) within 24 hours of the discrepant results. The suspect strips and meter were requested to be returned for investigation.